Manufacturer narrative:
A dta service technician arrived on-site and identified a small hole on the bottom of a roller within the chamber of the washer causing water to leak. He leak on the roller was repaired. The technician tested the unit and confirmed it to be operating according to specification. The DHR was reviewed and the unit was confirmed to be manufactured according to specification. The reliance vision single chamber washer operator manual states on page ii "warning - personal injury and/or equipment damage hazard: repairs and service adjustments to this equipment must be made only by steris or steris-trained service personnel. Repairs and adjustments performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." No additional issues have been reported.

Event description:
The user facility reported that their reliance vision single chamber washer was leaking water. No injury, procedural delay, or cancellation was reported.